Event description:
It was reported that eight days following a reverse shoulder arthroplasty procedure, the patient was hospitalized for a pulmonary embolism. The surgeon did not relate this event to the implanted devices or the surgical procedure. The event was reported as resolved eight days later. No other information was provided.